Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. The analysis indicated that the stylet/guidewire was broken. The guidewire was unraveled. Visual analysis of the guidewire indicated damage during use. The analyst noted a partial guidewire was returned without the distal end of the guidewire in a dispenser. The distal end of the guidewire was not returned. The distal end of the guidewire is unraveled and broken. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the guidewire broke while being removed from the lead. The rest of the guidewire was removed from the lead and a new guidewire was used to successfully place the lead. The guidewire was returned to the manufacturer, analyzed and it was determined that the guidewire had broken and unraveled. No patient complications have been reported as a result of this event.